Manufacturer narrative:
The service rep performed the following: remedpar. Tested static mat. Reseated image processor and video processor pcb. Measured 5vdc. Power supply at ip. Measured 4.95vdc, adjusted voltage to 5.1vdc. Should be 5.1vdc. Performed camera alignment and decentration procedure. Adjusted camera focus for 2.0 lp/mm in normal field, 2.5 lp/mm in mag1 and 3.1 lp/mm in mag2. Should be a minimum of 1.7, 2.3, and 3.0 lp/mm.

Event description:
The customer reported 9800 system intermittent lines on both monitors during x-ray. No pt injury was reported.